Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) for detecting an atrial arrhythmia with rapid ventricular response (rvr) as a ventricular fibrillation (vf) episode. The device remains in use. It was further reported that the right ventricular (rv) lead has occasional undersensing noted during episodes. The lead remains in use. No further patient complications have been reported as a result of this event.